Event description:
Customer reports lancet will not retract. No accidental needle stick occurred. No adverse event reported. A request was made for the return of the device and a replacement was sent.